Manufacturer narrative:
Two potential lot numbers were provided by the initial reporter for this incident. The information for these lot numbers is as follows: medical device lot #: 6174680; medical device expiration date: 06/30/2019; device manufacture date: 06/22/2016. Medical device lot #: 6197594; medical device expiration date: 07/31/2019; device manufacture date: 07/15/2016. A sample is not available for evaluation. A no sample investigation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after drawing a patient's blood with a 21 g x 1.25 in. Bd eclipse blood collection needle with luer adapter, a phlebotomist activated the device's safety mechanism, the safety shield broke off, and she obtained a contaminated needle stick injury. Both the phlebotomist and source patient received post exposure lab work for (B)(6) and the phlebotomist was put on prophylactic medications.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported potential lot numbers 6174680 and 6197594. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.